Event description:
Reporter alleged obtaining the results of 127 mg/dl, 370 mg/dl and 121 mg/dl back to back within 10 minutes on the advantage system. Reporter stated that she took her 5 mg of glipizide as she does normally once a day. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Reporter alleged obtaining the results of 127 mg/dl, 370 mg/dl and 121 mg/dl back to back within 10 minutes on the advantage system. Reporter stated that she took her 5 mg of glipizide as she does normally once a day. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.